Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that drawer failed to open and was saying not detected on the bus. They have tried to reset the system, but nothing happened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connections were solid, yet the drawer had failed and was not detecting any of the cubies on the virtual map. A field service engineer (fse) noticed that the drawer controller board had an older part number and that the module controller board was also the original part. The fse replaced both components, reconfigured the drawer, and confirmed that the retractor band was in good condition at that time. All sensors appeared to be working as intended. The system functioned as intended after the field service engineer repaired the device.